Manufacturer narrative:
The 2mm olive wire is provided to customers within a sterile kit (sk-12) and marked single use. The UDI referenced is for the sterile kit, sk-12, that the product is distributed within. The device was returned to the manufacturer for evaluation, however the product is unable to be located for evaluation. The DHR was reviewed and no issues were identified that could have caused or contributed to the event reported. The olive wire is manufactured with implant grade material. The most likely cause of the wire breaking is unable to be determined based on the information provided. Although the company has determined that the subject event in this MDR is unlikely to result in a serious injury if it recurred, the company has decided to file this MDR in an abundance of caution and to ensure full compliance with 21 cfr part 803. The investigation is ongoing and the company will supplement this MDR as necessary and appropriate. Device was lost during return.

Event description:
A clinical product specialist attending a surgery on (B)(6) 2017, reported that the tip of an olive wire broke and a fragment of the wire tip was retained in the patient's bone. There were no other patient outcomes reported.